Event description:
It was reported the customer received a button error alarm. Customer also stated their buttons were scrolling and when they replaced the battery, a button error alarm occurred. The customer's blood glucose was 130 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. However, no button error alarm observed during testing. A scratched lcd window, cracked reservoir tube lip and cracked case also noted.